Event description:
The customer reported via phone call that she found a long air bubble towards the end of the tubing, near the site. The customer delivered bolus twice to remove the bubble and the she was unable to bolus because of the active insulin recorded and the bubble was not removed. Customer stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Customer stated she did not find any insulin leaks, just insulin inside the blue needle guard. The customer was advised to change infusion set and tap the reservoir to gather the bubbles. Air bubbles did not persist after set change. Blood glucose at the time was 130 mg/dl; last reading is 215 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.